Manufacturer narrative:
This device was not implanted in the patient. The implant date captured in (B)(4) of the initial report pertains to the sapien valve not the retroflex 3 sheath introducer.

Event description:
As reported by the edwards clinical specialist, during the transfemoral tavr procedure upon removal of the 22fr edwards sheath it was noticed that the left common femoral artery was dissected and torn needing a surgical patch. The vascular surgeon was called and the artery was repaired. Per the operative report received, the femoral artery developed a localized dissection. On examination the surgeon found the sutures that were placed in the femoral artery, took them down and found a localized flap in this area on the left side. A local endarterectomy was done and the lateral wall of the femoral vessel was sutured. The arteriotomy was extended further proximally and then distally. This was right at the level of the superficial femoral-femoral and then profunda area and a finesse patch was placed on top of it and sutured. Separate horizontal sutures with pledgets were placed in the middle where there was a small tear and this was repaired. Flow was established and hemostasis being obtained. No further bleeding from the femoral access site was reported.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case the exact cause for the dissection cannot be determined. Per report, the access vessel diameter was (8mm) and the vessel was mildly calcified and tortuous. It is possible that patient factors (calcification and/or tortuosity not appreciable on imaging) along with procedural considerations and complications contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. This is the third report (3 of 3) being submitted for this case, please reference manufacturer reports no. 2015691-2013-19759 and 2015691-2013-19760.